Event description:
It was reported that the procedure was to treat an 90% in-stent restenosis located iun the left coronary artery. The vessel was mildly tortuous; however, there was no calcification present. There was no resistance reported during advancement of the balloon catheter to the lesion. The 3.0 x 12 mm nc tenku balloon catheter was used for dilatation; however, the balloon ruptured during the first inflation at 16 atmospheres (atm). The balloon rupture occurred during dilatation near the edge of the stent implant. The nc tenku balloon catheter was changed to a non-abbott balloon catheter and dilatation was completed successfully. There was no adverse patient effect reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and pressurized, which identified a longitudinal balloon rupture extending from the distal balloon seal to the proximal balloon seal. A review of the lot history record was conducted and found no exceptions associated with this lot during manufacturing. A review of the complaint handling database was performed and identified 3 other events for balloon rupture. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored. (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.